Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced leg pain and polyuria when the cgm was reading 100 mg/dl. Per documentation, the cgm display device was giving low alerts at the time the symptoms developed. The parent gave the patient sprite and unspecified insulin pen. The parent rushed the patient to the emergency room due to the false readings and the tandem pump shut off. In the ed, the physician checked the bg and it was 400 mg/dl. The physician gave her IV and insulin, and they discharged her after the glucose readings went back to normal. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.